Manufacturer narrative:
The report of ¿unable to communicate¿ with ipg was confirmed. The root cause of the inability to communicate between the clinicians programmer and the implantable pulse generator was due to a stuck processor as a result of an unrelated fusion surgery. The event details stated patient had not been able to communicate with their ipg since an unrelated fusion surgery. The patient stated that they had enabled surgery mode prior to the fusion surgery. Actions have been taken to prevent reoccurrence. There is sufficient guidance noted in the proclaim clinicians manual concerning handling of the device during electrosurgery.

Manufacturer narrative:
The event of an ipg communication issue was reported to abbott. The patient was unable to communicate with their ipg using their patient controller. The patient stated the issue began after undergoing an unrelated fusion surgery. The patient tried several times to communicate with the ipg but has been unsuccessful. Surgery has not been rescheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This was previously reported as a malfunction, this supplement serves as a purpose to add the fsca number and fsca information. Corrected data: h7 - correction (other remedial action) added. H9 - (B)(4) added. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent surgical intervention wherein the scs ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was unable to communicate with their ipg using their patient controller. The patient stated the issue began after undergoing an unrelated fusion surgery. The patient tried several times to communicate with the ipg but has been unsuccessful. In turn, the patient may undergo surgical intervention to address the issue.